Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at the post market quality assurance laboratory, the device was thoroughly evaluated. The service department was unable to replicate the reported error code 455 (saline pump self-test error). During functional testing, a secondary issue occurred; error code 495 (rf power supply failed self-test on startup) was observed. The rf bovie power supply was replaced; however, this issue was not related to the reported allegation. Additionally, the back panel and labels were found to be damaged and were replaced. The generator had already received all required updates and was found to be in good overall physical condition. The unit passed full functional and electrical safety testing. A conclusion code of no problem detected was selected, as the reported error code could not be duplicated during functional testing.

Event description:
It was reported that, while setting up the generator, the generator displayed saline pump error. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.